Manufacturer narrative:
Device evaluation details: the catheter was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and a deflection test of the returned device. Visual analysis of the returned device revealed a hole on the surface of the pebax with reddish-brown material inside and internal parts exposed. Per the complaint, the catheter was tested for deflection and the catheter failed. A failure analysis was performed, and the catheter handle was opened; the puller wire was found broken inside the handle, causing the deflection malfunction. A manufacturing record evaluation was performed for the finished device and no internal action was found during the review. The deflection issue reported by the customer was confirmed. The potential cause of the puller wire broken cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax issue identified by bwi pal. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax and internal parts exposed. It was initially reported that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-sep-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish-brown material inside the pebax and internal parts exposed. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.